Event description:
It was reported that a balloon rupture occurred. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 7atm for 0 second. The device was removed using normal method and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.